Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices, performed in MFR report# 3006630150-2011-00824, found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices, performed in MFR report# 3006630150-2011-00824, found them to be satisfactory.

Event description:
A report was received that the patient was experiencing a burning sensation and pain at the pocket site again (refer to MFR report # 3006630150-2011-00824). The patient had a reoccurrence of a pocket infection and was placed on oral antibiotics. The antibiotics have improved the patient's symptoms.